Manufacturer narrative:
The customer did not comply with biomérieux's request to submit the patient specimen.evaluation of the manufacturing batch qc records indicates no anomalies identified during production/testing of the batch. The implicated batch of vidas® troponin ultra I is performing in accordance with specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer called reporting inability to reproduce testing results from a vidas troponin I ultra ref 30448, myoglobin : 442 g/l (10-46 ug/l) results indicated < 0.01 ng/ml. A second sample was tested using a different methodology (roche-eletroquimioluminescencia) that detects troponin t. Resulting in: (tnt and result was 1.24 ug/ml) ( 0;014 ug/ml). Original results could not be compared to the second sample as two different methodologies were used. There was no reported death or serious injury associated with the referenced event. An internal investigation will be initiated